Event description:
The customer reported that pacing was intermittent and stopped working on a pt. There is no reported negative pt impact.

Manufacturer narrative:
(B)(4). The complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.